Manufacturer narrative:
Device used for treatment not diagnosis. The sample was returned however an evaluation is not yet available. The lot number is known and a review of the device history record is in progress.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information from surgeon. Product development evaluated the device: the returned broken plates surfaces are homogenous and reflect consistent material. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity. The plate was manufactured in 12/11 and is 1.5+ years old. No screws were returned however clear wear mark-off is evident in only 3 cancellous screw holes consistent with cancellous screw placement and possibly 2 locking screw holes were employed within this 10 hole plate. It is reasonable to expect that the most proximal and distal combi holes would have contained a screw of some type but there is no evidence that there were any placed there. It is not known if the patient was restricted to non-weight bearing or what was involved in the revision surgery. It does become evident upon inspection however that only as many as 5 screws were used for fixation of this 10 hole plate which is likely to have compromised the strength of the entire construct in any event. Patient compliance and weight bearing is also a likely contributing factor in the plates breakage. The likelihood of an instable construct and probability of patient non-compliance has likely led to this complaint rather than the device design which is determined to be suitable for its intended use from a design perspective.

Manufacturer narrative:
Additional narrative: product code ktt previously report in error on initial.

Event description:
The sales consultant reported a hardware removal due to a broken 4.5mm rod plate and 8 unknown screws. The original implant procedure was on (B)(6) 2013. The revision procedure was completed with no injury to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional information: review of the device history record revealed the lot met all dimensional and visual criteria at the time of manufacture. There were no issues documented during the manufacturing of these parts that would contribute to the complaint condition. The reported plate was received broken into two parts with minor marking and scratching consistent will normal field usage. Measurements at the hole in which the part broke were unobtainable. Pertinent continuous features, width and thickness, were measured and found to be within conformity. Pertinent discrete features: ball depth, slot centering, pitch depth and slot width, measured at the undamaged locations were found to be within conformity. Inspection and measurement of the returned part showed that the part met all dimensional and visual requirements for pertinent features at undamaged locations. Due to the returned part condition, measurement of all related features could not be completed, this complaint is deemed indeterminate from a manufacturing perspective.

Event description:
Surgeon reported that the patient was revised to a 12 hole locking compression plate and is reportedly recovering well. The surgeon also reported that the patient was doing squats as part of her physical rehab following her original implant surgery.